Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was poor urinary flow due to blockage in the foley catheter lumen. It was clogged within one week of indwelling (serial (B)(6) . As per information mentioned in the internal bd comments on (B)(6) 2023, stated that they confirmed that there was a leak from the drainage eye (serial (B)(6) . No abnormalities were found in other areas. No abnormalities were detected throughout the bag. As per follow up information received on (B)(6) 2023, stated that the catheters had 2 different serial# (serial (B)(6) and serial #(B)(6) )

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was poor urinary flow due to blockage in the foley catheter lumen. It was clogged within one week of indwelling (serial # (B)(6)). As per information mentioned in the internal bd comments on 28nov2023, stated that they confirmed that there was a leak from the drainage eye (serial # (B)(6)). No abnormalities were found in other areas. No abnormalities were detected throughout the bag. As per follow up information received on 30nov2023, stated that the catheters had 2 different serial# (serial # (B)(6)).